Manufacturer narrative:
The unit did not have a button error alarm and did not have moisture damage on the electronic assembly per visual inspection. However, the unit had an intermittent up button response due to a corroded keypad. The unit had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a button error alarm and that the insulin pump was submerged in pool water. The customer's blood glucose level was 116 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.